Manufacturer narrative:
Product in complaint was returned to zoll on 11/26/2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for analysis. Investigation results are as follows: visual inspection of the returned platform was performed which found that the top and bottom covers were cracked. The platform failed initial functional testing as it exhibited a ua7 (discrepancy between load 1 and load 2 too large) message. A load cell characterization test was performed which found that load cell 1 was over reporting. A review of the archive was performed which confirmed that a ua7 occurred on the reported event date of (B)(6) 2014. Based on the investigation results, load cell 1 was replaced to remedy the customer's reported complaint of the platform exhibiting a ua7. The top and bottom covers were also replaced. The platform underwent and passed all final functional testing. The customer's reported complaint of the platform exhibiting a ua7 was confirmed through initial functional testing (the platform exhibited ua7) and review of the archive. The root cause was determined to be that load cell 1 was over reporting. Load cell 1 was replaced, remedying the reported ua7.

Event description:
Complainant alleged that during a shift check, the autopulse® platform displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message, that was unable to be cleared. There was no report of any patient involvement. No further details were provided.